Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws would not open. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # cs-cpl-2018-01253. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Blood and charred tissue was observed on the heater wire. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away at the middle of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The toggle switch was pulled back and advanced forward to observe the motion of the jaws. When the toggle was pulled back. It was observed when the toggle was pulled back the jaws did not close as expected and remained in an open position. An engineer evaluation was conducted. The handle was opened to evaluate the internal components. No blood was observed on the inside of the handle. The switch was examined under microscopy and was observed to be intact with no defects. The engineer determined that the guide rod was able to be easily removed from its position. The yoke was not welded to the guide rod properly. The engineer determined the welds failed between the control rod and the stamped yoke. Based on the results of the evaluation, the reported failure mode ¿mechanical issue; jaw¿ and analyzed failure modes ¿material twisted/bent; wire" and "detachment of device or device component" were confirmed. A certificate of conformance (c of c) for the yoke was reviewed, there were no non-conformities recorded. Specific actions for the reported confirmed failure modes are being maintained and documented under maquet¿s scar system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws would not open. A replacement device was used to complete the procedure. The hospital did not report any patient effects.